Manufacturer narrative:
(B)(4).the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose between the pressure release valve and the muffler. It was further determined that the vanes were broken which caused low rotations per minute (rpm).therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm). There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.